Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.